Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Multiple medwatch reports have been submitted for this patient. Refer to manufacturer report # 1030489-2013-04872 for additional details.

Event description:
It was reported that the patient underwent repeat surgery. The patient had multiple surgeries for base extension of her spine due to recurrent adjacent degeneration. She was a smoker and ¿developed significant degenerative disease as a result of this¿. Pre-operative diagnosis included severe adjacent degeneration at ¿l5-6 and l6-s1¿, severe stenosis at l6-s1 with solid fusion at l5-l6, and lumbar spondylosis at l4-l5 and l5-s1. The patient underwent hardware removal from l2 to l5; exploration of posterior spinal fusion which was found to be solid from l2 to l5-l6; extension of posterior spinal fusion from l6 to s2; bilateral laminotomies, foraminotomies, medial facetectomies at l4-5/l5-s1 using local bone graft, graft expander/extender, rhbmp-2/acs and re-instrumentation from l2 to s2. Screws were placed at l2, l3, l4 bilaterally and the sacrum. The bottom level in the sacrum was confirmed with x-rays and the entire area was over fused. Rods and crosslinks were placed. It was noted that the procedure was 25% harder as the patient had previous multiple back operations and previous laminotomies at both levels. There was extensive scarring and loss of normal tissue planes. The patient tolerated the procedure well and was transferred to recovery in good condition. Reportedly, unspecified "post-operative period was marked by the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient presented with pre-op diagnosis: lumbar spondylosis l4-l5, l5-s1. Procedure performed: bilateral redo l4-l5, l5-s1 laminotomies, foraminotomies, medial facetectomies {two motion segments}. It should be noted that this procedure was 25% harder as the patient has had previous multiple back operations and previous iaminotomies at both levels. There was extensive scarring and loss of normal tissue planes.